Manufacturer narrative:
The incident pencil was visually inspected and functionally tested and no failure was identified. The pencil functioned normally and within specifications. No conditions were identified that would have caused or contributed to the reported failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, when coag was activated the button did not return smoothly. A new device was opened to continue the procedure. There was no patient harm.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, when coag was activated the button did not return smoothly. A new device was opened to continue the procedure. There was no patient harm.